Manufacturer narrative:
(B)(4). The product was not returned for investigation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "iab abrasion/rupture" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "iab abrasion/rupture". The report states that the iab was inserted at an outside facility. After transfer to a different facility, blood was noted in the catheter tubing. As a result, the iab was removed. A 2nd iab was not inserted and therapy was discontinued. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "iab abrasion/rupture". The report states that the iab was inserted at an outside facility. After transfer to a different facility, blood was noted in the catheter tubing. As a result, the iab was removed. A 2nd iab was not inserted and therapy was discontinued. No patient harm or injury. The patient status is reported as "fine".